Event description:
It was reported that the tip of the pointer broke off during the procedure. No further information was provided, no adverse consequences associated with this event. The procedure was completed successfully as planned.

Manufacturer narrative:
During the device evaluation, the reported event of the pointer tip breaking off was confirmed. It could not be determined as to why the tip broke.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that the tip of the pointer broke off during the procedure. No further information was provided, no adverse consequences associated with this event. The procedure was completed successfully as planned.